Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Event description:
It was reported that despite the delivery of multiple corrections, the patient was taken to the emergency room (ER) due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 392 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, nausea, vomiting and the presence of medium-high ketones. In the emergency room, the patient was treated with intravenous fluids (1500ml) and anti-nausea medication. The patient was released the following day. The pod was removed and replaced prior to the 16 hour ER visit; when removed the cannula was confirmed to be bent. Upon discharge, patient was given lantus insulin and rapid injections and has since resumed pod therapy. The patient's blood glucose and insulin history are as follows: (B)(6).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported dka. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.